Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported that a patient was injected in the upper lip with juvéderm® volbella® with lidocaine and approximately 2 months later developed late, onset nodules at the injection site. Treatment with oral clavulin was given one week after symptoms began. Twelve days following clavulin treatment, hyaluronidase was administered and was given again about 3 weeks later. Patient¿s symptoms ¿resolved completely¿ 5 days after the final hyaluronidase treatment and ¿patient satisfied.¿